Manufacturer narrative:
.

Event description:
On (B)(6) 2016, it was reported that the patient has lead impedance issues. The patient only underwent generator replacement on (B)(6) 2016. After the generator replacement the impedance was 3334 ohms. It was stated prior to the case the impedance was 10,000 ohms, and after the new generator was inserted, they ran diagnostics 3 times and results were 3482 ohms, 3338 ohms, 3539 ohms respectively. The explanted generator was discarded after surgery.

Event description:
Follow-up information from the sales representative who was at the patient's surgery showed that he believes that pin reinsertion was attempted with the old generator but cannot confirm because the surgeon chose to replace the generator anyway since it was nearing end of service so they were not too concerned with the pin. The high impedance did resolve with the new generator. I asked if he had copied his tablet data yet and sent in the sd card and he stated he had not but will get that downloaded and sent. History from the day of surgery shows that the new device and old lead had impedance values within normal limits. However, it is not confirmed if pin reinsertion would have resolved the issue or if the high impedance is intermittent. The design history record for the generator was reviewed on 03/25/2016 and shows that the generator passed all functional tests prior to distribution into the field.